Event description:
Caller tested 3.8 inr on the coaguchek xs system while lab returned as 15.4 inr approximately 5 hours later. Caller was admitted to the hospital for 5 days because "she was hemorrhaging". Caller was treated with an IV (contents unknown) and vitamin k. Caller's coumadin was discontinued based on the lab result. Requested return of suspect system and replacement was sent.